Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 recorded the rv sensing amplitude initially between 18 and 20 mv with an abrupt drop onto 11 mv in the end of the recorded period. The rv pacing impedance was initially recorded at 500 ohms with an abrupt rise above 3000 ohms in the end of the recorded period. The rv shock impedance was initially recorded between 80 and 97 ohms with an abrupt drop onto 65 ohms in the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
After an implantation period of approx. 36 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped.